Manufacturer narrative:
Concomitant medical products: product ID 3550-39, lot# n307871, implanted: (B)(6) 2012, product type: accessory; product ID 37744, serial# (B)(4), product type: programmer, patient; product ID 37754, serial# (B)(4), product type: recharger; product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2012, product type: lead; product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2012, product type: lead; product ID 3550-43, lot# n314571, implanted: (B)(6) 2012, product type: accessory; product ID 3550-43, lot# n312590, implanted: (B)(6) 2012, product type: accessory; product ID 355531, lot# n308288, implanted: (B)(6) 2012, product type: screening device. (B)(4).

Event description:
It was reported the patient had been having increasing problems with recharging for the about 4-5 months. It was noted the patient must have assistance when recharging now due to the difficulty. The reporter stated that since implant, the implantable neurostimulator (ins) had moved to a different spot making it hard to recharge. The reporter further stated they went in to have an injection into their back. It was noted the last time the patient needed assistance the manufacturing representative meth them by the hospital to help them with recharging. It was further noted the patient had an appointment with their healthcare professional on (B)(6) 2013. Additional information received reported the patient had an appointment on (B)(6) 2013 and a manufacturing representative would be there. Additional information received reported the manufacturing representative met with the patient. The reporter stated the patient had gained some weight and they showed the patient¿s husband the antenna locate feature. It was noted the manufacturing representative was able to get eight coupling bars easily. The reporter stated that no discharge or anything had happened. It was noted the patient was getting good stimulation and no further action was needed.